Event description:
It was reported that during an unspecified procedure, foreign material and clot were noted. The 6fr impulse diagnostic catheter inserted into the pt and contrast was flushed through the lumen. Upon removal, a "blue ball" was noted hanging on the clotted end of the catheter. The physician flushed the device and additional clot came out of the device. It was further noted that the device was in the pt for approximately 20 to 30 seconds. Another of the same device was used to complete the procedure. The patient's status is unknown.

Manufacturer narrative:
The complainant indicated that the device has been disposed at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.